Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the inner sheath of the flexima device broke without stretching. The broken part fell off and was removed using a snare or forceps. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the flexima biliary stent was received for analysis; the stent was still attached to the guide catheter. Visual examination of the returned device found the guide catheter detached and kinked. No other damages were noted to the delivery system. The reported event of guide catheter break was confirmed. Taking all available information into consideration, the investigation concluded that the reported events and observed damage were likely due to factors encountered during the procedure such as handling of the device and the technique used by the physician (force applied to the guide catheter cap in order to deploy the stent), limited the performance of the device and contributed to the reported events and observed problem. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the inner sheath of the flexima device broke without stretching. The broken part fell off and was removed using a snare or forceps. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.